Event description:
It was reported that the device had an over infusion at 20:17pm, as per orders (B)(6) hung up a 1000ml bag of d5ns at a rate of 35ml/h. At 22:00pm hourly check, the 1000ml bag was almost fully infused, with only about 100-150ml remaining in the 1000ml bag. As soon as this occurred, (B)(6) paused the alaris pump, assessed the patient, then had another rn to visualize the alaris pump. Despite the pump being paused, the chamber was being filled at a fast rate. There was patient involvement, and it was noted that there was, "minor harm" with no further details provided. A report was received from (B)(6) which states, "at 2017, as per orders (B)(6) hung up a 1000ml bag of d5ns at a rate of 35ml/h. At 2200 hourly check, the 1000ml bag was almost fully infused, with only about 100-150ml remaining in the 1000ml bag. As soon as this occurred, (B)(6) paused the alaris pump, assessed the pt, then had another rn to visualize the alaris pump, which we noted that despite the pump being paused, the chamber was being filled at a fast rate. Alaris pump removed from room and now by nursing station." Additional information was received through due diligence attempts. It was reported the patient required hourly vitals, hourly ins and outs as well as limited oral intake. All fluids were discontinued. Patient noted to be more edematous in the eyes the next morning. Plan was for a chest x ray and diuretics; however, it was not needed.

Manufacturer narrative:
Omit: event attributed to, f23 - unexpected medical intervention, b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: adverse type, describe event or problem, type of reportable events. Additional information: age at time of event, age unit, date of birth, device available for eval? Returned to manufacturer on, imdrf annex f, b, c, d codes and manufacturer narrative. A follow up report will be submitted once the failure investigation has been completed. Additional information was provided through due diligence attempts. Customer has confirmed no patient harm. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had on over infusion at 20:17pm, as per orders writer hung up a 1000ml bag of d5ns at a rate of 35ml/h. At 22:00pm hourly check, the 1000ml bag was almost fully infused, with only about 100-150ml remaining in the 1000ml bag. As soon as this occurred, writer paused the alaris pump, assessed the patient, then had another rn to visualize the alaris pump. Despite the pump being paused, the chamber was being filled at a fast rate. There was patient involvement, and it was noted that there was, "minor harm" with no further details provided. A report was received from health canada's canada vigilance program which states, "at 2017, as per orders writer hung up a 1000ml bag of d5ns at a rate of 35ml/h. At 2200 hourly check, the 1000ml bag was almost fully infused, with only about 100-150ml remaining in the 1000ml bag. As soon as this occurred, writer paused the alaris pump, assessed the pt, then had another rn to visualize the alaris pump, which we noted that despite the pump being paused, the chamber was being filled at a fast rate. Alaris pump removed from room and now by nursing station."

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: age at time of event, age unit. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of the pump module infusing d5ns faster than intended could not be confirmed through review of the logs and was not replicated during device testing. The inspection and testing of the pump module did not find any existing malfunctions that could have contributed to the reported incident. The suspect pump module was found to be infusing within specifications and did not show any signs of unregulated flow occurring. All inspected parts were manufactured by bd. The system was powered on (B)(6) 2025 at 7:32 pm, ¿no¿ was selected for new patient and ¿no¿ was selected to confirm the current profile and an unknown profile was selected. Since the facility did not provide the data set, it is not possible to determine the selected profile. The initial infusion for an unknown drug (drugid 84) was programmed and started on (B)(6) 2025 at 7:34 pm. The rate was programmed at 25 ml/hr and the volume to be infused (vtbi) was 100 ml. The infusion was restarted multiple times, and the device was kept infusing for over two (2) days prior to the time of the reported incident with no reports of issues or malfunctions. The volume infused was cleared and the unit was channeled off on (B)(6) 2025 at 12:15 pm. An infusion for an unknown drug (suspected to be d5ns, drugid 83) was then programmed and started on (B)(6) 2025 at 8:20 pm. The rate was programmed at 35 ml/hr and the vtbi was 200 ml. The infusion was paused at 10:02 pm and then started again one (1) minute later before the unit was channeled off at 10:04 pm. The system was powered off on (B)(6) 2025 at 8:02 am. No further infusions were recorded to have been programmed on the suspect device. The total volume infused was calculated to be 59.577 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Per label review, the alaris system user manual (v12.3), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ the administration set is currently being investigated at the vernon hills designated complaints handling unit (dchu) under pr (B)(4). The pumping mechanism was disassembled during the internal inspection. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: model 8100 pump module s/n (B)(6) (suspect). Please replace the mechanism assembly as it was disassembled during the investigation. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the reported incident of the pump module infusing d5ns faster than intended could not be confirmed through review of the logs and was not replicated during device testing. Therefore, the root cause for the reported incident was not determined. No anomalies were observed with the pump module that would contribute to the reported event. The returned pump module was found to be infusing within specification. Note that this report lists imdrf annex a1801, c0601, d15, g04037 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had an over infusion at 20:17pm, as per orders writer hung up a 1000ml bag of d5ns at a rate of 35ml/h. At 22:00pm hourly check, the 1000ml bag was almost fully infused, with only about 100-150ml remaining in the 1000ml bag. As soon as this occurred, writer paused the alaris pump, assessed the patient, then had another rn to visualize the alaris pump. Despite the pump being paused, the chamber was being filled at a fast rate. There was patient involvement, and it was noted that there was, "minor harm" with no further details provided. A report was received from health canada's canada vigilance program which states, "at 2017, as per orders writer hung up a 1000ml bag of d5ns at a rate of 35ml/h. At 2200 hourly check, the 1000ml bag was almost fully infused, with only about 100-150ml remaining in the 1000ml bag. As soon as this occurred, writer paused the alaris pump, assessed the pt, then had another rn to visualize the alaris pump, which we noted that despite the pump being paused, the chamber was being filled at a fast rate. Alaris pump removed from room and now by nursing station." Additional information was received through due diligence attempts. It was reported the patient required hourly vitals, hourly ins and outs as well as limited oral intake. All fluids were discontinued. Patient noted to be more edematous in the eyes the next morning. Plan was for a chest x ray and diuretics; however, it was not needed.